Event description:
It was reported that surgeon performed a poly swap on journey 1 bcs poly. Poly retrieved had broken post. The surgeon asked for an evaluation of the product to see what caused broken post.

Manufacturer narrative:
It was reported that a revision surgery was performed due knee instability. Poly swapped and the retrieved device had broken post. The associated insert, used in treatment, was not returned for evaluation. However picture was provided which confirmed the post has broken off. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per our risk assessment, probable causes could include but not limited to size of device or traumatic injury. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.